Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, and displacement test. The unit was unable to prime at 2.5 pounds during the prime test due to a faulty force sensor (gold). The device was also unable to perform the excessive no delivery test due to its inability to prime. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Customer stated that the insulin pump receives no delivery alarms despite completing the rewind process. He also noted that the plastic on the reservoir compartment is deteriorating and that there's some plastic missing from it. Troubleshooting was initiated for the cosmetic damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.